Event description:
It was reported while using bd ultra-fine insulin syringes the box was missing the expiration date. The following information was provided by the initial reporter: it was reported that there was no expiration date on unused bag of syringes.

Manufacturer narrative:
Date of event is unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being manufactured in 2006, and files are retained for 7 years no DHR review can be completed.

Event description:
It was reported while using bd ultra-fine insulin syringes the box was missing the expiration date. The following information was provided by the initial reporter: it was reported that there was no expiration date on unused bag of syringes.